Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) pocket area feels hot. Reportedly, the patient fell and hit the implant area. A boston scientific technical services (ts) referred the patient to the physician. Additional information indicated that the patient felt the ICD was occasionally hot and was then advised to enroll in a device clinic. The ICD remains in service. No adverse patient effects were reported.